Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0045474; medical device expiration date: 2025-01-31 ; device manufacture date: 2020-02-14. Medical device lot #: 0042946; medical device expiration date: 2025-01-31; device manufacture date: 2020-02-11. Medical device lot #: 0036284 ; medical device expiration date: 2025-01-31; device manufacture date: 2020-02-05. PMA/510(k)#: an additional PMA/510(k) is listed as k122558. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a can¿t activate safety device detected by end user. Photo was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured, and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer, or correlate this symptom with a potential cause linked to bd process. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that an unspecified number of ultrasafe x225l png clear experienced the user being unable to activate the safety guard after use. The following information was provided by the initial reporter, "as part of a customer complaint, a patient reported that the safety ultrasafe did not activate."